Manufacturer narrative:
RMA issued to replace computer. Software investigation in progress. If software investigation or RMA part return investigation yield conclusive results, medtronic will file a f/u MDR to report the findings and related codes.

Event description:
A site rep reported that, while in an ent procedure, the screen froze during navigation. The site rep was not able to do anything on the screen and the mouse was not working. Medtronic rep walked her through troubleshooting, and had to shutdown the system to re-boot. They were able to get back in the application without issue and continued the case. The surgery was completed with the use of the fusion navigation system. There was no impact on the pt outcome.